Event description:
Additional information received reported the patient received assistance from their healthcare provider (hcp) or manufacturer representative (rep) and their concerns were resolved. There was an appointment date of (B)(6) 2015. It was noted they gave the patient a heart ache and pain. The patient was still having concerns regarding their device or therapy but was working with their hcp or rep, with an appointment date of (B)(6) 2015.

Event description:
It was reported that there was a loss of therapeutic effect and no stimulation sensation. The patient was at the hospital the day of the report and they tried to turn on the implantable neurostimulator (ins) and it didn¿t turn on. The healthcare providers (hcp) told the patient they needed to get it replaced that year. The patient went home to recharger and it was not taking a charge. The patient had the ins for 11 years and it stopped working. The patient was in pain. The patient had a shot in the spine the week prior when they turned it off and at the time of the report it wouldn¿t do anything. The machine was worn out, it wouldn¿t take a charge. A manufacturer representative (rep) told the patient they needed to get it replaced as soon as possible but the patient was having trouble getting a hold of the hcp. The hcp office couldn¿t get the patient in until (B)(6) 2015. The patient had a shot put in their spine three weeks prior and then they couldn¿t get it back on after that so they thought it was their hand device. They went in for an x-ray and CT scan. The rep couldn¿t get it on either and noted that since the stimulator was so old it was worn out. The patient needed it to be replaced. The rep told the patient to go home and try to charge but it wouldn¿t take a charge and the patient was in so much pain. Monday morning, the patient finally got it to charge but it went down halfway every 12 hours. The patient¿s sciatic nerve was pinched off and they were fixing to have lower back surgery. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3 77860, lot# v007983, implanted: (B)(6) 2007, product type: lead. Product ID: 377860, lot# v015122, implanted: (B)(6) 2007, product type: lead. (B)(4).